Event description:
It was reported that during routine follow-up, high impedance was observed on the atrial lead. Other electrical values were normal and the patient was noted to be in good condition. No changes were made and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.